Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments in uterus and abdominal cavity') and menorrhagia ('heavy periods and longer') in an adult female patient who had essure (batch no. 678811) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast mass, libido decreased, malaise, anxiety, mixed hyperlipidemia, mastodynia, depression, psoriasis and asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation ("essure abdominal cavity"), device expulsion ("essure fragments in uterus"), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), fibromyalgia ("fibromyalgia"), rash ("chronic rashes-rash on abdomen"), headache ("chronic headaches"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic bodyaches"), alopecia ("thinning hair"), insomnia ("insomnia") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015. And supracervical hysterectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, device dislocation, device expulsion, genital haemorrhage, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, fibromyalgia, rash, headache, fatigue, arthralgia, hypoaesthesia, pain, alopecia, insomnia and pelvic pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, neuromyopathy, pain, pelvic pain and rash to be related to essure. The reporter commented: there were 2 coils exposed on the right and 2 coils exposed on the left. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments in uterus and abdominal cavity') and menorrhagia ('heavy periods and longer') in an adult female patient who had essure (batch no. 678811) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast mass, libido decreased, malaise, anxiety, mixed hyperlipidemia, mastodynia, depression, psoriasis and asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation ("essure abdominal cavity"), device expulsion ("essure fragments in uterus"), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), fibromyalgia ("fibromyalgia"), rash ("chronic rashes-rash on abdomen"), headache ("chronic headaches"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic bodyaches"), alopecia ("thinning hair"), insomnia ("insomnia") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015. And supracervical hysterectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, device dislocation, device expulsion, genital haemorrhage, allergy to metals, dyspareunia, neuromyopathy, autoimmune disorder, fibromyalgia, rash, headache, fatigue, arthralgia, hypoaesthesia, pain, alopecia, insomnia and pelvic pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, neuromyopathy, pain, pelvic pain and rash to be related to essure. The reporter commented: there were 2 coils exposed on the right and 2 coils exposed on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.